Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a wedge/segmental resection. During segmental lung resectioning, the surgeon pinched the tumor with ring forceps and fired the device with no problem. On the second firing, the surgeon clamped the tissue opposite to the first firing; but was unable to fire the device. The surgeon heard cracking sounds repeatedly and the knife was not able to move forward. To correct the issue, two new reloads were used and connected to the handle but the same issue occurred. To complete the procedure, a competitor's device was used successfully. The surgeon noted that the lung tissue was not especially hard. No patient injury or extension in surgical time of greater than 30 minutes. Patient status is no problem. Patient medical history: mild interstitial pneumonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.